Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The customer states the buttons are sticking. The patients' blood glucose level was unknown. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced. The customer's device is out of warranty, and the customer declined to accept continuation of therapy pump.